Event description:
It was reported "patients mom came out of the room saying there's blood and rn went into the room. Patient's gown was soaked in diluted blood. I lifted his gown and saw that his port line had blood backflowing into despite it running his mivf. I turned off the infusion and tried to flush the line and on the plastic tube above the clave there was a hole that the flush was leaking from. I taped coban around the hole so that I could get some heaparin in so that I could deaccess him and reaccess him with a new needle. He was using a 3/4" and we decided to use a 1" which works better for him. (The green coban was not on the line at the time of incident...just after we saw the problem)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patients mom came out of the room saying there's blood and rn went into the room. Patient's gown was soaked in diluted blood. I lifted his gown and saw that his port line had blood backflowing into despite it running his mivf. I turned off the infusion and tried to flush the line and on the plastic tube above the clave there was a hole that the flush was leaking from. I taped coban around the hole so that I could get some heaparin in so that I could deaccess him and reaccess him with a new needle. He was using a 3/4" and we decided to use a 1" which works better for him. (The green coban was not on the line at the time of incident... Just after we saw the problem).